Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. No photographs, video or imagery was returned for review. The work order information was not provided therefore a DHR review and a lot history review were unable to be performed. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the edwards commander (all models, sizes) revealed other similar complaints with returned devices. No manufacturing issues were identified in the returned products during engineering evaluation. Available information suggested that procedural factors and /or patient factors may have contributed to the event. A review of complaint data for june 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. Commander delivery system instructions for use (IFU), system preparation manual, procedural training manual, and axillary approach training supplement were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. Work order information was not provided therefore the review of manufacturing mitigations was against the procedures effective during the time of complaint occurrence, which are representative manufacturing steps taken at the time. During manufacturing, the commander delivery systems undergo 100% final inspection by manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The report for balloon leakage and withdrawal difficulty was unable to be confirmed as the device and imagery were not provided. Review of the DHR and lot history was unable to be performed as the work order information was not provided. Complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. A root cause was unable to be determined. It is not known where the leak occurred. The manufacturing mitigations outlined above suggest that it is unlikely that the leak was present out-of-box. No issues were reported during device preparation (de-airing). It is possible that the balloon leak was induced during the procedure. If the damage occurred on the crimp balloon proximal to the inflation balloon to crimp balloon bond, it is possible that the reported valve alignment in a non-straight section contributed to the leakage. Performing valve alignment in a non-straight section of the vasculature may have caused the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which can lead to a material failure in the area in question. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment force. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the area in question as evidenced by a previously performed engineering study. If the damage occurred on the inflation balloon, it is possible that interaction with native sharp nodules of calcification could have damaged the balloon during navigation through the vasculature or during attempted deployment. Per training manual instructions, the thv can only be retrieved before thv deployment. Since the valve was attempted to be deployed and the balloon was reportedly damaged, it is possible that the valve was partially expanded or fluid was present in the balloon during retrieval attempts. The expanded profile would lead to withdrawal difficulties through the sheath. Also, if tortuosity was present in the vasculature (valve alignment was reported to be a non-straight section), this could cause non-coaxial alignment of the delivery system (crimped valve) with the sheath tip causing withdrawal difficulties. As a result, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (withdrawal of damaged balloon with crimped valve) may have contributed to the complaint events. However, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformance was identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the sapien 3 valve by transaxillary approach in aortic position, the valve was positioned in the annulus and deployment started, however, the commander delivery system balloon did not inflate. It was attempted to retrieve the valve back into the sheath but this was unsuccessful. Therefore, the arteriotomy was expanded and all devices were removed. Then a dissection of the vessel was seen. Therefore the axillary artery was clamped and a patch was sutured with good result. When removing the wire from the ventricle, the patch tore again and needed to be stitched. Afterwards there was a good result. A non-edwards valve was successfully implanted. The patient as doing well post procedure.